Event description:
It was reported that as the radiologist was dilating a calcified lesion in the iliac, the balloon burst. As the doctor was trying to retrieve it, the end of the entire catheter/balloon assembly separated from the main body of the catheter. The doctor tried to snare the remains, but was unable to. The patient sent to vascular surgery for completion of removal. Follow up information indicates the remaining portion was easily removed and there was no patient injury.

Manufacturer narrative:
The device history record were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The partial catheter was returned for evalution. The portion that was surgically removed was not returned. The shaft appeared intact and undamaged. The distal tip of the catheter and approximately 1/3 of balloon was missing. There was approximately 1.3 inches of balloon present and remaining. The break in the balloon appeared to be in the area of the proximal band, proximal band missing. The balloon appeared to have a circumferential break. The result of the investigation was confirmed for detachment of component, root cause unk. Patient factors may have contributed to this event. Calcified lesions are known factors contributing to balloon ruptures. The current IFU (information for use) states the following: warning: if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.